Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Study event. Device malfunction: filter gw tip breakage. Time of malfunction: during the procedure. Symptoms/ae:none. It was reported that during a left internal carotid artery stenting procedure, the rx accunet delivery system partially broke during advancement. Reportedly, after crossing the lesion, the tip of the filter guide wire (gw) broke, but did not detach into two pieces. The filter delivery system was removed prior to any attempts to deploy the device. A second rx accunet was used successfully to complete the procedure. There were no reported pt adverse effects throughout the procedure. The pt was discharged to a rehabilitation facility 4 days post procedure secondary to the pt's underlying condition already present prior to enrolling in the study. The pt was sent home 6 days later. Although requested, there is no additional info available.